Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set fell off during use. The infusion set was in use for 3 days. Patient replaced infusion set and resumed insulin successfully no further information available.